Event description:
It was reported that an (B)(6) female patient (B)(6) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. During an atrial fibrillation case, a cardiac tamponade was noticed in the patient. There was a steam pop noticed in the patient initially. The cardiac tamponade was confirmed via intracardiac echo (ice). The medical intervention provided to the patient was a pericardiocentesis, and about 190cc of fluid was removed. The patient was last reported to be in stable condition. It was reported that the physician believes the location of the ablation may have caused the issue. The patient outcome of the adverse event was she was awake and seemed back to normal; had not been discharged yet. The patient did not require extended hospitalization because of the adverse event. The generator used in the case was a smartablate. A transseptal puncture was performed with a brk-1 98 cm st. Jude. Ablation was performed prior to noting the cardiac tamponade. The irrigated catheter flow setting was standard stsf settings for low and high flow. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector & visitag with the visitag module parameters for stability all standard parameters with no additional filter used with the visitag and color options were used prospectively was impedance. Steam pop is not MDR-reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure and it may require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).